Event description:
Customer complained about receiving an alarm on his insulin pump during manual prime process. While troubleshooting, customer stated that the drive support cap is protruded. Current blood glucose level is 130mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.